Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and confirmed the complaint. The probable cause is determined to be low transmitter battery voltage. In addition a transmitter fatal error was observed in the data. The reported event of a transmitter pairing loop is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.